Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor also, moisture damaged was found at the motor. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had insulin shooting out during manual priming. Customer also reported that the device was stuck in the fill tubing stage and were unable to check the alarm history. Blood glucose level at the time of the incident was 73 mg/dl. The caller reported that numbers appeared on the screen and the insulin pump reset itself. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.